Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "right side fluid collection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, seroma- late.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and right side fluid collection. Device was explanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and right side fluid collection. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, yellow particles on the surface of the shell, crease fold, wear abrasion. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.